Event description:
It was reported that stent damage occurred. This 3.00 x 20mm synergy xd was used for a percutaneous coronary intervention in a moderately tortuous, 99% stenosed, and severely calcified target lesion in the left anterior descending artery. Th distal stent strut was damaged during the procedure while inside the patient. The device was replaced and completed with no patient injury.